Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused vocal cord cancer since summer of 2022, dry oropharynx and cough. The patient did receive medical intervention and reported to receive radiation treatments. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on apr 29, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, vocal cord cancer since summer 2021. Patient is being treated with radiation therapy. Patient also alleged dryness/pain in the oropharynx and cough that are related CPAP device's sound abatement foam. The patient did receive medical intervention and reported to receive radiation treatments. The device was returned to the manufacturer's product investigation laboratory for investigation. During an internal and external inspection, the manufacturer observed that there is a dust-like contamination in the iso (international organization for standardization) port. Slight dust-like contamination (inconsistent with sounds abatement foam degradation) at the air inlet of the blower box. Dust-like contamination on top and bottom of the blower motor, inside of the blower motor, and the blower motor seal. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown white specks of contamination in the bottom the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam.the device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes.the manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation.there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device and manufacturer was unable to address the patient's symptoms sections d9, g3, h2, h3, h6 has been updated in this report.